Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant: 419588 lead, implanted 2012-(B)(6).

Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. Extended telemetry sessions were suspected to be a factor in the battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. Specifically, performance data collected from the device indicated possible rapid voltage depletion, however the device battery passed all other inspection and electrical tests. Current drain was determined to be nominal, no battery depletion mechanism was observed, and no hybrid anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.